Event description:
Customer called to report high unexplained bg's with pod she wore from 6pm, until the next morning. She said, her pdm would read "high" and kept bolusing, but her bg's would not come down. She said cannula did not appear to be bent customer was able to activate new pod. The caller stated that, the device would be returned to the manufacturer for evaluation.

Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism did not deploy and fully extend the cannula into the subcutaneous tissue. This was due to a manufacturing defect. This condition would be visible to the user via the viewing port upon placement. The product user guide instructs the user "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. This is an isolated incident for this lot of product. The DHR provides evidence that the lot met the acceptance level prior to release.